Event description:
A pt enrolled in a (B)(6) clinical study was assigned to wear a purevision contact lens. This purevision contact lens was manufactured by bausch and lomb. This report is being submitted per 21cfr 803.22 (b) (2). The pt began wearing the purevision lens on (B)(6) 2012. On (B)(6) 2012, the pt presented with a small infiltrate (0.3-0,5 mm) with no epithelial defect. The pt was found to have +1 cell in the anterior chamber which was diagnosed as iritis, os. The visual acuity was unaffected (20/20) and microbial keratitis was not suspected because the infiltrate was peripheral, small, there was no epithelial defect and the pt was only mildly symptomatic with pain of '1' on a scale of 0-10. The pt was treated and followed. The pt improved considerably at the next f/u visit (B)(6) 2012 and again on (B)(6) 2012. Treatment consisted of moxifloxacin and tobramycin/loteprednol drops. The pt was seen for another f/u visit on (B)(6) 2012 and the last visit was (B)(6) 2012 in which the pt was exited from the study. The pt had a small corneal scar which is not visually significant. Four lenses were dispensed, bc 8.6, -6.00. Three lenses were lot #w18302192 and 1 lens was from lot w18301764. The lenses were worn extended wear. The lenses are not available to sent to the MFR for eval. No add'l info is expected.

Manufacturer narrative:
No conclusion can be drawn.